Event description:
It was reported that this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
B3 date of event is approximate.